Event description:
There was a balloon rupture during a percutaneous transluminal angioplasty. The target vessel was the left external iliac artery and was slightly tortuous. The procedure was done with a luminexx stent (medicon) and a wall stent. A power flex-p3 catheter balloon was used for post-dilation however, the balloon ruptured at 12 atomspheres. The ruptured balloon was removed safely without losing the position of the guidewire. There were no reported patient complications. This product will not be returned for evaluation and testing.